Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vaso view hemopro was smoking prior to being entered into the leg. The device activated without pulling the trigger. The cord was pulled out and a replacement device was used to complete the procedure. The hosp did not report any pt effects.